Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the device was tested using test batteries by bench handling, power cycling, and functional stress testing by running 5 manual monthly tests using the dci command, but the reported problem was not observed. The device passed on/off current testing, confirming that it is not drawing excess current from the batteries. Review of the device log observed one occurrence of error. The hv capacitor was replaced as precaution. No emerging trend based on similar reports.

Event description:
Complainant alleged that during functional testing, the device showed a critical error 11 was observed in the error log. Complainant did indicate that there was no patient involvement in the reported malfunction.